Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have a broken prosthesis " and "there was a recall on the prostheses." Against the left side device. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as unidentified (tear) opening (shell thickness within specification. Anxiety¿product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "I have a broken prosthesis " and "there was a recall on the prostheses." Against the left side device. Device has been explanted.